Event description:
Patient reported the side buttons on the infusion device are defective and making it impossible to set the insulin dose. Patient stated the upper side button is completely missing and the other one is broken. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).